Event description:
Philips received a complaint from the customer on the v60 indicating that the blower was not registering under the service tag. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their blower was not registering and showing all stars. The customer also indicated that there were check vent alarms. The rse confirmed in the history that code 1127 over voltage protection (ovp) circuit failed, code 1118 5-v (volt) supply failed, and code 111b 35-v supply failed, had occurred. The rse confirmed that a replacement of the power management (pm) printed circuit board assembly (pcba) was required to resolve the issue. The customer ordered and replaced the pm pcba to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.